Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to syncope. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed possible undersensing on the ventricular lead on stored electrograms (egm) from approximately six months prior. The lead remains in use. No patient complications have been reported as a result of this event.